Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-hospital after receiving a patient notification for high, out of range, pacing lead impedance. Trends show a gradual increase over the last 2 months. A slight increase in the capture threshold was noted; the patient does not need pacing. The patient will be monitored.